Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding patient receiving an unknown intrathecal medication via an implantable pump. The event dates were unknown. It was reported there were multiple pump failures. Patient and device information was not reported; additional information has been requested, but was not available as of the date of this report.